Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient developed peritonitis coincident with peritoneal dialysis therapy. Although the cause of the event was unknown, it was discovered that the patient had experienced a fluid leak during a treatment immediately prior to their diagnosis. The cause and location of the leak were unknown; however, it was believed that the leak originated from the cassette tubing as there was fluid on the floor. There was no moisture noted within the cassette compartment of the cycler. The patient was not hospitalized for the peritonitis event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and recovered from the event roughly thirteen days after diagnosis. The patient has been able to continue with peritoneal dialysis therapy. The cassette used at the time of the fluid leak was not available for return. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, a temporal relationship exists between the patient's peritonitis and the patient's pd therapy. It was documented that the patient experienced a fluid leak from their cassette tubing prior to being diagnosed with peritonitis. This leak represents a breach in the sterile fluid pathway that could subsequently lead to contamination. As a specific organism could not be identified, a definitive conclusion regarding the reported cause of the event could not be determined. Should additional information become available, this file will be reassessed.